Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 3 ultra resilia valve in an existing corevalve, the balloon ruptured (noted to actually be pinholes when provided with photos) when inflating the balloon and deploying the valve. The valve was not fully deployed but was in place inside the corevalve, so the delivery system was removed safely into the 14f esheath+. A 22mm true balloon was used to finish deploying the valve by post dilating it. The patient was stable the entire time and didn't experience any known adverse events.

Manufacturer narrative:
A supplemental MDR is being submitted for the results from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Provided 3mensio was evaluated and following was observed: calcification (arrows) and undersized vessels (boxes) present in patient's anatomy. Pre-existing non-edwards surgical valve with presence of calcification (arrows). As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/s3u/ s3ur IFU was reviewed, along with the device procedural manual. Preparing the components include 'visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter'. 'If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon leak was confirmed empirically based on the sample image. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during implant of a 26mm sapien 3 ultra resilia valve in an existing non-edwards valve, the balloon ruptured (noted to be pinholes when provided with photos) when inflating the balloon and deploying the valve. They allege that the strut of the sapien caused the balloon to possibly rupture". During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. 3mensio revealed the calcifications and undersized vessels in patient's anatomy. Additionally, calcification was present within the pre-existing non-edwards surgical valve. In this case, the valve might have been tilted while navigating through the calcified and narrow vessel. This tilting could cause the apices to come into contact with the balloon, potentially leading to a puncture. Additionally, the balloon was expanded in a calcified landing zone. As the balloon inflated, the calcified deposits might have caused the stress concentrations on the balloon, potentially punctured the balloon, resulting in pinhole leakage as reported. As such, available information suggests that patient factors (calcification, undersized vessels) and/or procedural factors (valve strut interacts with the balloon) may have contributed to the complaint event. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.